Manufacturer narrative:
A partial lead was returned for analysis in two segments. The reported events of high capture threshold and high pacing lead impedance were not confirmed. Impedance testing was unable to be performed due to the lead being returned separated in two pieces consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion proximal to the suture sleeve.

Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited high capture threshold and high pacing impedance values. The patient was asymptomatic. The lead was extracted and replaced. The patient was stable post procedure.